Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: implant date: 2007 year (day and month unknown) received the broken parts of the nk460 and the not broken nh203 pe-insert in a decontaminated condition for investigation. They have been forwarded to the manufacturer of the ceramic components for a detailed investigation (ceramtec (B)(4)) therefore this is a preliminary report with the purpose to check the manufacturing documents and the information provided up to now. A final report will follow after the investigation has been executed by ceramtec. Post-operative medical intervention was necessary, revision surgery. The ceramic ball head has been fractured. Investigation is ongoing. The device quality and manufacturing history records have been checked for the lot number mentioned above and found to be according to the specification, valid at the time of production. No similar complaints have been filed with products from the batch of the ceramic ball head. Based on the information available and as a result of our preliminary investigation, a product related failure can be excluded to date. On the basis of the device history records, there is no indication for a material defect or a manufacturing failure. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "initial implantation 2007 in (B)(6). Spontaneous head fracture on (B)(6) 2018. The patient describes that he had been lying in bed as a cracking from the hip came. Then progressive pain. The patient went to (B)(6) for the examination. Revision on (B)(6) 2018 with insert vitelene inlay and biolox option head 32 mm. Leading material: nk560, biolox prosthesis head 12/14 32mm s, lot 51429449. Involved component: nh203, sc/msc pe-insert 32mm 52/54 sym., lot 51441924.

Manufacturer narrative:
The ceramic ball head cannot be completely reconstructed from the delivered fragments. There are fragments missing, which potentially could deliver further information if they were available. Thus, there is a probability, that the analysis of the fragments and the fracture surface remains incomplete. Density: the density was determined to be according to specification for biolox forte components. Metal transfer of erratic appearance can be found on the polished surface and on the fracture surfaces of the ceramic ball head. This secondary metal transfer was probably produced by rubbing between metal parts and the ceramic fragments after the primary fracture event. Such patterns do not provide any information about the cause of the fracture. Fracture surfaces: obviously, fragments were fubbed against each other in the period between the primary failure event and the delivery of the fragments ro ceramtec. Due to this mechanism, intensive chipping occurred at the fracture surface edges and on all fracture surfaces. Therefore, furthermore additional useful information was lost. Abrasion on the inner sphere of the pe-insert, indicates a contact with the broken fragments of the ball head and the metal stem. The pe-insert does not provide any hint regarding a possible cause of the fracture of the ball head. Quality documents show that the values obtained on the ball head were according to specification, valid at the time of production. No further complaints are registered against the lot number. Based on the information available and as a result of our investigation, a product related failure can be excluded. The failure is most probably usage related. The evaluation of the ceramic components is based on the investigation of the manufacturer of the ceramic compontents. No CAPA is necessary.